Event description:
The device displayed "pad fault" and the pacer function did not work while attempting to pace a pt which would prevent regulating the pt's heart rhythm. It is not yet known whether there was an adverse effect on the pt.